Event description:
Caller reported a power source alert and noted the use of a tandem charging cable and wall adaptor when the alert occurred. There was no adverse impact to the customer's blood glucose level. Caller attempted leaving the wall adapter plugged into an outlet for at least 30 minutes, which resolved the issue as the pump began charging, requiring no further assistance.